Event description:
While the surgeon was performing a surgery, the protection sleeve was not staying in place and kept popping out of the handle. The procedure was successfully completed with no patient injury reported. This report is for an unknown protection sleeve. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis.(B)(4)